Manufacturer narrative:
Section a6: race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between apr 19, 2024 and may 24, 2024. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted from the patient's right eye. Another johnson and johnson iol was implanted as replacement (drt375, 24.0 diopter). It is unknown if any medical or surgical intervention was required or if there was patient harm. The patient outcome is unknown. Discovisc was used. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 25, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received partially cut and presented with cosmetic damage. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.